Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the hospital for bronchitis and he was ready to leave, but the wife was not sure if he was wearing it right. It was stated while the customer was in the facility, his blood glucose kept rising. The caller stated that the customer ate breakfast and bolused, but this glucose level was 400mg/dl. Then the nurse in room stated that the doctor wants the customer not to use the device, and they will treat him with manual injections while he is in the hospital. Two days later, the wife called and stated that they were having problems getting their bolus in. Assisted the caller through the bolus wizard programming to deliver a bolus. No further information was provided.